Event description:
A healthtronics lithotron lithotripter, serial no. (B)(4), was used during lithotripsy procedure on (B)(6) 2022 (this event) to treat a 46-year-old male patient at (B)(6) hospital, (B)(6). The kidney stone treatment (extracorporeal shock wave lithotripsy) was completed successfully and there was no reported malfunction of the device or report of patient injury during the procedure. Tim fogle, healthtronics float radiologic technologist, was present during the procedure. On (B)(6) 2022, (B)(6), healthtronics director of fixed sites operations, performed a follow up call to the patient and discovered that the patient was admitted to the ER postoperatively on the evening of (B)(6) 2022 with symptoms of a ruptured kidney and hematoma. The patient was in the ICU for 5 days total. This is the date (B)(6) 2022) healthtronics first became aware of the adverse event.

Manufacturer narrative:
A healthtronics lithotron lithotripter, serial no. (B)(4), was used during lithotripsy procedure on 22 (this event) to treat a 46-year-old male patient at advocate lutheran (B)(6) hospital, (B)(6). The kidney stone treatment (extracorporeal shock wave lithotripsy) was completed successfully and there was no reported malfunction of the device or report of patient injury during the procedure. Tim fogle, healthtronics float radiologic technologist, was present during the procedure. On (B)(6) 2022, (B)(6), healthtronics director of fixed sites operations, performed a follow up call to the patient and discovered that the patient was admitted to the ER postoperatively on the evening of (B)(6) 2022 with symptoms of a ruptured kidney and hematoma. The patient was in the ICU for 5 days total. This is the date (B)(6) 2022) healthtronics first became aware of the adverse event. Per (B)(6) on (B)(6) 2022, dr. (B)(6), healthtronics associate medical director, was informed by a phone call with the urology office that the patient made a full recovery. No additional information is known regarding the patient's injuries and treatment. On (B)(6) 2022, united urology centers, llc requested a courtesy call from the healthtronics service center to perform a full system check focusing on energy output verification for lithotron serial no. (B)(4) (ref. Service report (B)(4). The field service results completed on (B)(6) 2022 indicated serial no. (B)(4) was tested in accordance with the manufacturer's service manual and is fully operational. No repair or other maintenance activities were performed on this device. A review of the lithotron shock wave unit lsh 161 operator's manual (revision 1.5, release date 6/18/2001) provides the following information regarding indications for use and potential known adverse events related to extracorporeal shock wave lithotripsy: indication for use - the lithotron system is indicated for use in patients with renal and upper ureteral calculi between 4mm and 20mm in size. Adverse events - potential adverse events with extracorporeal shock wave lithotripsy: commonly reported (> 20% of patients) hematuria. Pain/renal colic. Skin redness at shock wave entry site. Occasionally reported (1-20% of patients). Cardiac arrythmia. Urinary tract infection. Urinary obstruction/stienstrasse. Skin bruising at shock wave entry site. Fever (> 38o c). Nausea/vomiting. Infrequently reported (< 1% of patients). Hematoma (perirenal/intrarenal). Renal injury. Based on known investigation details, healthtronics will file a medical device report (MDR) to document this adverse event.